Event description:
It was reported the patient experienced with the band "weight regain, loss of restriction, leaking port". The surgery technique: pars flaccida.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and the implant date. The information will not be received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."